Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The two prior implant losses were previously reported via asr. Evaluation of the implant's surface properties did not show any deviations.

Event description:
In this event it was reported that a patient received four xive implants on (B)(6) 2013 and after ten months, the third implant placed in region #18, was lost at the time of re-entry. The other implants were lost after 2 months and after 8 months. The dentist suspects that the implant losses could be caused by a metabolic disorder. No specific symptoms were mentioned, the implant losses were described as "spontaneous." The patient has multiple known allergies.